Manufacturer narrative:
During the follow-up, the customer stated that his daughter resolved the issue and the meter was functioning. No further information was provided. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1, a2 and a4 as the customer's credentials, age and weight were not provided. No product information was provided, therefore, no information was captured in section d4 (model # and serial #), and the device manufacturer date (h4) could not be determined.

Event description:
An advocate called on behalf of the customer to report that they purchased a contour next gen meter in the us and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.